Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from 5.5 years to 6 months over the past year. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The pacemaker was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from 5.5 years to 6 months over the past year. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The pacemaker was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. It was additionally clarified that the pacemaker was explanted and no new device was implanted. During the explant procedure, it was not possible to disconnect the lead (model unknown), and the lead was cut to facilitate device removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from 5.5 years to 6 months over the past year. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The pacemaker was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. It was additionally clarified that the pacemaker was explanted and no new device was implanted. During the explant procedure, it was not possible to disconnect the lead (model unknown), and the lead was cut to facilitate device removal. No additional adverse patient effects were reported. The device was received by boston scientific for analysis.